Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant, the patient's atrial lead had dislodged. The patient was asymptomatic. The physician re-positioned the lead, but one day after the re-position procedure, the lead had become dislodged again. The physician explanted and replaced the lead. The patient was stable throughout.